Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient did not show consistent responses to sound with her cochlear implant system. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with anomalies on multiple electrodes. These electrodes were deactivated in the patient's sound processor program. Subsequent impedance measurements done at the clinic were not entirely consistent with the integrity test results. Further integrity testing was recommended. The clinic reported on february 25, 2008 that they will explant this device and reimplant the patient with a new device. Surgery had not been scheduled at the time of this report.